Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one of the washers that fix the trocar to the wall through the sutures was missing. The piece was never been found in the operating field. The surgeon had to finish the case by opening and using a new trocar. No adverse patient consequences.